Event description:
A peritoneal dialysis (pd) pt reported being hospitalized due to abdominal pain and suspicion of peritonitis. Upon follow up with pdrn it was confirmed the pt was hospitalized from (B)(6) 2014 due to peritonitis. The pt's effluent was cloudy. The culture test was taken on (B)(6) 2014 and the results indicated that there was no growth. The pt was given vancomycin and ceftazamine for 3 weeks to treat infection. The pt is doing fine and continuing pd treatment.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation. Related MDR: 2937457-2014-00224.